Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone ¿ (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, the physician attempted to detach a 3mm x 12cm deltafill18 coil (dlf180312, 30396178) was it failed to detach, using an enpower control cable (ecb00018200,30424846). The complaint cable was replaced with another cable, but the same issue continued. The complaint coil was replaced with another same sized coil and it was detached. The replaced cable was used successfully with the second same size coil that detached. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. No patient injury was reported. The deltafill18 3mm x 12cm was discarded, therefore no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 30396178 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggests the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, the physician attempted to detach a 3mm x 12cm deltafill18 coil (dlf180312, 30396178) was it failed to detach, using an enpower control cable (ecb00018200,30424846). The complaint cable was replaced with another cable, but the same issue continued. The complaint coil was replaced with another same sized coil and it was detached. The replaced cable was used successfully with the second same size coil that detached. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. No patient injury was reported.